Manufacturer narrative:
(B)(4). Examination of the returned stem confirms the reported material fracture. Evaluation by a depuy material scientist found no material or manufacturing defects that could have contributed to fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Lot: xv4hm1. No related deviations or anomalies identified. No related deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient has broken aml stem. Item 157104000. Stem was implanted as a revision surgery in 2009 to replace a loose competitor's stem (exact implant unknown). The acetabulum is still a competitor's cup. Revision surgery to remove the broken stem is being planned but the date is unknown at this point.